Event description:
Customer called to report that the unicel dxc 600i synchron access clinical system generated falsely low sodium (na) results, which were not reported outside the laboratory. When the issue was noticed, the samples were repeated on another dxc instrument in the laboratory, the results of which were reported; therefore, patient treatment was not affected by the erroneous results. Prior to onsite service, the customer technical specialist (cts) instructed customer to replace the modular chemistry (mc) sample syringe. The cts then generated a service request. The field service engineer (fse) inspected the instrument and cleaned the instrument's flowcell. The fse also replaced both sodium electrodes and the quad rings. The fse then verified instrument performance to ensure that the services performed effectively resolved the instrument issue.

Manufacturer narrative:
(B)(4).